Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. The customer¿s blood glucose was 52 mg/dl at the time of the incident and was treated with some lemonade. The customer stated that where the reservoir sits on the top of the insulin pump it broke off. The customer stated that the reservoir ring broke up on the very top and was cracked where the o ring goes. The customer stated that they could not lock it. The customer took too much insulin for lunch but when they take a bolus and the customer was getting to much insulin. It was reported that they had to take the insulin pump and they does not wear the continuous glucose monitoring with the insulin pump. The insulin pump was not in auto mode. It was reported that the customer does not use the sensor when asked. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.